Manufacturer narrative:
H.3., h.6. The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
As initially reported by a healthcare professional, stating that the consumer switched from air optix for astigmatism to total 30 for astigmatism and could not tolerate them. The consumer¿s eye was irritated by the lens and developed an abscess. Medical intervention was sought, the ophthalmologist, suspects the lenses and the consumer is under unknown treatment. The current status of the consumer¿s eye is symptoms continuing at the time of report. Additional information has been requested but not yet available.

Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
B3.,b5.,d4: additional information has been updated. H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating right eye was involved in the event and the consumer is forbidden to wear lenses for another month.